Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient woke up in pain, and felt like they needed to void, but couldn¿t. Two days later they reported that they had to increase their stimulation to a 5.0 as they did not void the night before until after 8pm. It was stated that they took tylenol to sleep through the night as they were in so much pain. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.